Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was undone¿ was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an interventional peripheral procedure. Reportedly, "it was not possible to perform the suture, the suture was undone" for all three devices. An unspecified method was used to achieve hemostasis. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. No additional information was provided.